Event description:
(B)(4). Same case as: MDR# 2134265-2013-03775. It was reported that subsequent to a stenting treatment procedure, unstable angina occurred. The patient experienced with substernal chest pain radiating to the back and was diagnosed with stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 2 target lesions. The first was 100% stenosed lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.7mm and a lesion length of 50mm. The target lesion was treated with direct placement of 2.75 x 24 mm, 3.00 x 24 mm and 3.50 x 8 mm taxus liberte stents in an overlapping fashion, resulting in 0% residual stenosis. The second was 80% stenosed lesion was located in the distal right coronary artery (rca) with a reference vessel diameter of 2.7mm and a lesion length of 12mm. The target lesion was treated with direct placement of 2.5 x 16 mm taxus liberte stent, resulting in 0% residual stenosis. 2 days post-procedure the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient returned with mid-sternal chest pain and diagnosed with unstable angina and hospitalized on the same day. The patient underwent cardiac catheterization and revealed 90% mid to distal gap stenosis between the previously placed mid and distal stents. The lesion was predilated with an unspecified balloon and placement of a 3.00 x 23mm non-bsc stent overlapping with a 3.00 x 8mm non-bsc stent, resulting in 0% residual stenosis. The event was considered resolved and the patient was discharged the following day on aspirin and ticagrelor.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).